Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The nurse reported that the procedure performed was a ventral hernia on (B)(6) 2023. The instrument was inspected prior to use and the issue was identified during the case. The surgeon was about to suture, went to grab tissue to suture, and saw the instrument broke and the wire was sticking out. The surgeon grabbed another mega suture cut needle driver instrument to complete the case robotically. There were no fragments that fell into the patient. The nurse was unsure how long the procedure was in progress before the issue occurred. There was no harm or injury to the patient. No procedure images or video were available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding broken wires on the mega suturecut needle driver instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the mega suturecut needle driver instrument had broken wires. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse noted that the procedure performed was a ventral hernia. The instrument was inspected prior to use. The issue was identified during the case when the surgeon was about to suture. The surgeon went to grab tissue to suture and saw that the instrument was broken and a wire was sticking out. The surgeon grabbed another instrument of the same kind to complete the case robotically. There were no fragments that fell into the patient. The nurse was unsure how long the procedure was in progress before the issue occurred. There was no harm or injury to the patient. No images or video recording were available.